Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode tube for molding defect with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm customer's indicated failure mode. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that during blood draw, the nurse found the bd vacutainer® plus plastic sst tube bottom molding defective resulting in blood leakage from a hole in the bottom. No serious injury or medical intervention.